Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that the patient visited a hospital for abdominal pain where it was discovered that he had a punctured gut. The patient received an antibiotic which he used for a couple of weeks thereafter. He also underwent two x-ray examinations in september which reportedly did not show anything. The patient confirmed that he is feeling better and no longer experiences pain at the insertion site. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfor during use. Date of issue is an approximation. The sensor was inserted into the abdomen. The sensor was removed after a few minutes of insertion because of pain and discomfort. After approximately three weeks, the patient was evaluated by a healthcare personnel (hcp) as he continued to experience discomfort at the insertion site which was a few centimeters right of the umbilicus. The hcp suspected the patient may have punctured his ¿gut¿ (presumed to mean the peritoneal cavity) when the sensor had been inserted. The patient was treated with an unspecified oral antibiotic. The exact date of the sensor insertion, event or other details were not provided. No product or data was provided for investigation. Problem could not be confirmed and root cause could not be determined. No additional patient or event information is available.